Event description:
It was reported the patient¿s scs charger has been unable to communicate with or charge her scs ipg. The patient programmer displays a communication error. A replacement charger sent to the patient did not resolve the issue. Surgical intervention is planned for a later date to address the issue.

Event description:
Follow-up identified the patient had her scs ipg replaced with a new one. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
Results: the reported event of "no communication" was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg functionality was restored. The ipg was tested to manufacturing specifications. The ipg passed all tests. The cause of the battery depletion could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.